Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent a skin revision surgery under general anaesthesia on (B)(6) 2024, the skin cuff excised around and the skin around the baha abutment pinned. Subsequently, the abutment was removed.